Event description:
It was reported that while the anesthesia system was used for treatment, a leakage occurred. The patient was moved to another system. There was no patient harm. Manufacturer's reference #: (B)(4).

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. Our field service engineer (fse) investigated the issue on-site but was unable to reproduce the problem. However, it was noted that the customer had already replaced the patient/breathing tubes along with the patient cassette. The used cassette had been thoroughly cleaned by the customer and successfully passed several system checkouts (sco). Additionally, the preventive maintenance (pm+) was performed as part of the scheduled service. Following these actions, the system was verified to be functioning normally during clinical use. A complete set of device logs was received for review. Evaluation of the logs showed that successful sco's were performed both prior to and after the reported event, and leakage tests were also conducted between treatments. Leakage alarm was triggered accompanied by other clinical alarms. Our conclusion, based on the log evaluation and the fse¿s on-site findings, is that the reported issue was resolved by replacing the patient cassette and patient/breathing tubes. However, it is unknown what type of the breathing circuit/patient tubes that was used.